Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, foreign material was found on the optic part of the iol after it was inserted into the eye. The iol was replaced with another iol. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned. The photo provided shows the lens laying on the tip of a finger on hand that is not gloved. There is a mark that looks like a scratch\mark in the middle of the optic. It cannot be determined if this is on the anterior or posterior side. Without the actual sample we cannot determine if this is a scratch or foreign material as reported. Product history records were reviewed and the documentation indicated the product met release criteria. Based on our observation of the attached photos, there appears to be a mark on the optic. The presence of clinical solution on the lens cannot be confirmed. It is difficult to make a determination of handling / damage without evaluation of the physical sample. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).